Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely a faulty turbine assembly. A replacement turbine assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for evaluation. As of september 21, 2015 the alleged faulty turbine assembly has not been received by carefusion.

Event description:
This is a description of an event that occurred in (B)(6), as reported by the distributor. The distributor reported a unit that was alarming ¿vent inop¿ and ¿motor fault¿. According to the distributor, all the transducers were calibrated. They replaced the main printed circuit board, however the problem was not corrected.